Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 512b trocar was used in the umbilical port and was used for the 10mm laparoscope. The 511h trocar was used for the subxyphoid port. The instruments used in the subxyphoid port included the following: 32cm curved blade for the harmonic scalpel, carved dissectors, and suction/irrigation instruments. The gaskets in both of these trocars ripped during the case. The oneseals (1seal) were placed on both of these trocars and the procedure was completed. There was no consequence to the patient.